Event description:
Impedances were >2000 ohms on all or some of the bipolar pairs and 1700-1800 ohms on unipolar pairs at a current of greater than 12 microamperes. No pt symptoms or device troubleshooting was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.